Event description:
During a cataract extraction procedure, this handpiece would lose power. When the technician came in to check out the unit and the handpiece, he received a shock from the handpiece. There was no injury involved.